Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose 45 mg/dl and 55 mg/dl. The customer reported that they had received the change sensor alarm. The customer treated with the food. Troubleshooting was declined for low blood glucose. The insulin pump and sensor will not be returned for analysis.